Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with increasing deformity for spinal fusion therapy. It was reported that both rod broken and patient underwent revision surgery with rod replacement. Patient was operated on (B)(6) 2018 had both rod. Patient had increasing deformity and pain with rod breakage. There was no further information reported.